Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluation by manufacturer: the returned product to boston scientific consisted of a jetstream catheter. The device was visually and microscopically examined for any shaft damage. The devices catheter shaft showed no damage. The device was set-up and functionally tested per the IFU. The device was connected to the test console and the device primed and ran as designed. The set up was repeated multiple times with no issues. The device was tested for a period of 1 minute with no alarms or errors. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported the device became stuck on an unknown-brand guidewire. A 2.4 jetstream xc atherectomy catheter was selected for an ablation of arterial plaque in the lower extremity. After entering the popliteal artery during the procedure, the 2.4 jetstream xc atherectomy catheter became stuck on an unknown-brand guidewire when the saline bag was being replaced. The 2.4 jetstream xc atherectomy catheter and unknown-brand guidewire had to be removed together as one unit. There were no patient complications, and the case was completed by replacing with another device of the same model.

Event description:
It was reported the device became stuck on an unknown-brand guidewire. A 2.4 jetstream xc atherectomy catheter was selected for an ablation of arterial plaque in the lower extremity. After entering the popliteal artery during the procedure, the 2.4 jetstream xc atherectomy catheter became stuck on an unknown-brand guidewire when the saline bag was being replaced. The 2.4 jetstream xc atherectomy catheter and unknown-brand guidewire had to be removed together as one unit. There were no patient complications, and the case was completed by replacing with another device of the same model.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).